Event description:
A consumer reported that following implantation of an intraocular lens (iol) the lens was subluxated. The patient experienced blurry vision. The lens was explanted in a secondary procedure with a non company lens. Additional information was received stating the patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
Device not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).